Manufacturer narrative:
(B)(4). Batch # r58069. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: after speaking with the nurse that was in the case, that it appeared that the stapler partially fired. Surgeon stated that it seemed like someone had partially fired the device before it was handed to him to use. They pulled another device and was able to finish the case. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown colorectal procedure, the stapler partially fired. No other information is known at this time. There were no patient consequences reported.